Event description:
Laparoscopic gallbladder surgery performed. When physician began to close the supraumbilical trocar site, on the first attempt made using the gore suture passer instrument, the 4 mm sharp metal needle tip came off. Intensive search was done. Tip not found in drapes, on floor or in pt. Pt morbidly obese. Tip not seen on x-ray. Later CT's show possible metallic density, according to physician, tip may be in fascia/muscle area. Pt has had two subsequent surgeries in that area related to other complications, while there physician searched for tip again, without success.